Event description:
A review of service data has detected a reportable event. Upon servicing of charger sn (B)(4), which was returned for normal maintenance, the charger would not power on. The last patient to use this charger did not report any problems.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. Upon evaluation the power supply cable running from the wall outlet to the transformer was damaged. The cause for the inability to power up was the damaged cable. The root cause for the damaged cable cannot be positively determined but is likely physical abuse. No adverse event occurred due to the damaged power supply cable. The last patient to use this charger did not report any problems.